Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5

Event description:
The following was reported to hamilton medical ag: summary: ambient valve with sn: (B)(6) according to invoice (B)(4) from (B)(6) 2023 is defective in terms of use.

Event description:
The following was reported to hamilton medical ag: summary: ambient valve with sn:(B)(6) . According to invoice (B)(4) from (B)(6) 2023 is defective in terms of use.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.